Event description:
It was reported that the customer had blood glucose levels of 600 mg/dl, 500 mg/dl, and 417 mg/dl. Customer had symptoms of fatigue and nausea. Customer treated with manual injection. It was also mentioned that the customer had a bent cannula. Troubleshooting occured. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.